Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was 122 mg/dl. The customer stated that the pump was not working. The customer stated that the reservoir and battery compartment was damaged. It was reported that the pump was dropped and over tightening battery cap and had dog damaging on the pump and it was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked end cap, missing end cap sticker, peeling address/serial number label, minor scratches on display window and torn/dented keypad overlay noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The reservoir tube lip, keypad overlay and end cap was damage due to dog chew.